Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of an unknown age and ethnicity underwent primary breast augmentation with unknown gel implants and experienced unknown side breast implant rupture postoperatively. The patient underwent bilateral explantation and replacement with catalog number 3507350bc, serial number (B)(4) on the left side and with catalog number 3507325bc; serial number (B)(4) on the right side on (B)(6) 2007.